Manufacturer narrative:
The explanted pump and the system controller in use with the patient at the time of the event were returned for evaluation. The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing. The severed portion of the driveline was not returned. The device had been exposed to a fixative agent (e.g. Formaldehyde) for approximately a month before being returned for evaluation. The inflow conduit flex section and inlet elbow were returned, however, the inlet tube was not. The inflow conduit flex section was cut and the proximal section was not returned. The inlet elbow was returned. The sealed outflow graft and outlet elbow were returned. The outflow graft bend relief and the bend relief collar were not returned. Fixed depositions were confirmed throughout the pump. Dark red, fixed depositions were identified in the inlet elbow, outflow graft attachment, outlet elbow, inlet stator, rotor, and outlet stator. The depositions were consistent with fixed blood. Minor lamination of the depositions were identified in the inlet stator bearing cup/ball and the outlet stator cup/ball. However, due to the fixative agent, a time frame in which these depositions were present inside the pump could not be conclusively determined. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. No damage to the bionate layer or metal shielding was observed. Visual inspection of the wires found no fractures or breaches. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Data from the returned system controller was retrieved and evaluated. The log file revealed low speed hazard, low flow hazard, low speed operation and pump stopped events occurred while the system controller was connected to a power module. The events also indicated elevation in pump power (up to 19 watts) and an inability of the pump to maintain the set speed. Full functional testing of the returned system controller was performed using laboratory equipment. No atypical alarms occurred during testing. The system controller functioned as intended during analysis. Although the events observed in the log file could not be correlated to an issue with the system controller, the inability to maintain the pump speed, pump stops and pump power elevation appear to be related to a potential driveline issue. Driveline wire damage could not be confirmed as the entire driveline was not available for evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years and 11 months. The pump and the system controller were returned for investigation. The evaluations are not yet complete. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2017, while at home, the spouse heard the patient collapse in another room; the patient expired. The medical examiner reported to the vad coordinator that the spouse had requested an autopsy and device data file review as they thought that "one of the devices malfunctioned." The medical examiner did not provide a cause of death, but reported that he did not believe that the death was related to a device malfunction. The patient also had a pacemaker implanted. No information was available as to whether the lvad system was alarming at the time of the event. The system controller was provided to the vad coordinator; however, when connected to the system monitor to review the data history, "the data would not register." Additional information was requested, but was not provided.